Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The review revealed no nonconforming material reports as well. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
Related MFR #: 2030404-2012-00162, 2030404-2012-00161, 3005188751-2012-00158, 00160. It was reported during an ablation procedure, the pt developed a cardiac tamponade. A swartz braided introducer was placed. The mediguide livewire, livewire, therapy cool flex, and inquiry optima steerable catheters were placed in the left atrium. After mapping was performed, a cardiac tamponade was noted. The cause of the tamponade was unknown. Pericardiocentesis was performed to treat the tamponade. Additional info was requested and is not available.